Event description:
It was reported that a known lead fracture was discovered on the right ventricular (rv) lead. A clear fracture was not seen on x-ray. The rv lead was extracted without difficulty, and a new rv lead was implanted. The patient was in stable condition.